Event description:
Additional information was received from the healthcare provider via the manufacturer representative (rep). Rep reported the cause of the fall was unknown. Patient was scheduled for a clinic visit with provider and x-ray images had been ordered to see if there was lead migration due to the fall. Patient weight was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep). An x-ray was performed. And it was normal. The patient was seen in office. The battery was interrogated and was a depleted vanta battery. The patient had their battery replaced on (B)(6), and device therapy was restored on (B)(6) 2024 at their post operation appointment with an inceptiv device. The patient's weight was unknown.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they took a fall about 3 weeks ago and landed on their back. Patient stated they didn't think the device was working properly because it hurts where the implant was located and even when they were standing up for a few minutes they had a lot of pain in their back. Patient noted normally when they lay down at nighttime the device would vibrate because it was set to go off after 30 seconds but now the device didn't even vibrate anymore when the patient was laying on itself. Patient mentioned they called manufacturer representative (rep) and patient mentioned the rep was going to talk with their hcp for some imaging/MRI. The patient was redirected to their healthcare provider to further address the issue.